Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Analysis confirmed the reported charge timeout using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with a donor battery or an external supply. The results were consistent with the device battery causing longer charge times and the charge timeout. The analysis of the 35j battery, destructive analysis results, no internal shorting occurred to account for the device premature battery depletion. Complete li-severing was found in segment 8 and near li-severing in segments 6 and 7, but li-severing is unrelated to battery depletion. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.